Event description:
The right ventricular (rv) lead tested out of specification during manufacturer's analysis.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).